Event description:
Reportable based on analysis completed (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. After a non bsc guidewire was crossed the lesion, a 2.50x16mm promus element drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the stent was detached/separated.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was returned for analysis and revealed solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual examination also found that the stent had been deployed from the delivery system of the device. The stent was not returned to the complaint investigation site for analysis. It was noted that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The tip outer diameter was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).